Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. During the electrical incoming inspection the pacemaker was neither interrogatable nor was any output signal present. Therefore, the pacemaker was opened. The analysis indicated severe mechanical damages, in particular the assembly frame was found damaged in multiple positions. Subsequently the battery and the electronic module were removed from the assembly frame. Microscopic investigations revealed cracks of the connection band between circuit and battery. Damage symptoms such as those require the presence of extraordinary strong mechanical forces. The origin of such mechanical influences remained unclear during analysis. However, it is believed that these damages occurred after the explantation as the pacemaker was operating properly while implanted and in service. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. In summary, during analysis severe damages of the inner part of the pacemaker were determined. It is reasonable to assume that these damages occurred after the explantation procedure as the device was operating properly while implanted and in service. The aforementioned root cause for the clinical observation was not determinable due to the pacemaker damage.

Event description:
Ous MDR - during a routine annual follow-up, the battery indicated only 1 month to expected eri (2.68v/3.2 k). Last year, battery longevity indicated 3 yrs + 5 months remaining. This is all of the available information provided to us. If additional information becomes available, this event will be updated. No date of explant was provided, but this device was returned for analysis.